Event description:
System controller replaced 1 day prior to presentation (1 year scheduled change) presenting with a complaint of lvad red alarm activation on morning of presentation while it was connected to the power base unit. It activated twice and she disconnected.